Manufacturer narrative:
Report claimed when the end-user pressed the switch control to stop the mx2+ smartdrive unit, the device failed to disengage the drive motor and continue to drive. This reportedly forced the end-user to maneuver their manual wheelchair into a wall in order to stop. The end-user reported they pressed the button multiple times and received no response, forcing the user to pull the switch control out of the device in order to deactive the device. No further communication has been received of recurring issues since replacement of switch control. Suspect switch control was returned to permobil for evaluation where it was found to remain fully operational with no signs of a malfunction having occurred. Permobil is unable to reach a determination as to possible root cause for the reported issue without speculation.

Event description:
Received report claiming as the end-user was under power with a smartdrive device using switch controls. It was reported when pressing the switch control to disengage the drive motor, the device reportedly failed to stop after multiple presses which reportedly forced the end-user to impact a wall. No injuries were reported to have occurred as a result.